Event description:
Pt. Had total hip replacement about 11 yrs. Ago. Now is having increasing pain, worse in right hip. X-rays show suspected loosening of the rt. Hip joint. Admitted for or for revision of right total hip replacementdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was destroyed/disposed of.